Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." (B)(4).

Manufacturer narrative:
Evaluation of returned component found the tip to be missing. There are areas of wear on the sharp anodized cutting edges. Fracture artifacts suggest the fracture was due to a ductile fracture due to a bending overload. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent knee arthroplasty procedure utilizing a box reamer on (B)(6) 2011. During the procedure, the tip of the reamer fractured. The fractured piece was retrieved and there was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.